Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18428198 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) was pressed but did not respond. Additional force caused the handle to crack from the button's center. Manual compression was used for hemostasis. There was no reported patient injury. The device was being used in a lower limb angioplasty. The operator has years of experience with the exoseal device. The procedure used a 5f non-cordis short sheath via the left femoral artery. The device was slowly retracted at approximately a 45-degree angle; once pulsatile blood flow in the indicator stopped, the device was further retracted roughly 1 cm. After the indicator window turned dark, the button did not fully depress, the plug was not deployed, and the device was removed. The product was discarded and cannot be returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) was pressed but did not respond. Additional force caused the handle to crack from the button's center. Manual compression was used for hemostasis. There was no reported patient injury. The device was being used in a lower limb angioplasty. The operator has years of experience with the exoseal device. The procedure used a 5f non-cordis short sheath via the left femoral artery. The device was slowly retracted at approximately a 45-degree angle; once pulsatile blood flow in the indicator stopped, the device was further retracted roughly 1 cm. After the indicator window turned dark, the button did not fully depress, the plug was not deployed, and the device was removed. Additional information was requested but not provided. The product was not returned for analysis. An image of an exoseal vascular closure device, 5f size, was submitted for review. The image shows a close-up of the unit, where the handle was observed to be open. However, no surface damage, such as fractures or cracks, was identified on the handle. A review of the manufacturing documentation associated with lot 18428198 presented no issues during the manufacturing process that can be related to the reported event. The handle can become open if tensile force is applied in such a way that the assembled parts disengage. Additionally, advancement of the indicator window was observed, corresponding to the displacement expected when the deployment lever is depressed. The indicator window appears in the black/white and red position. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. The image provided does not show a that demonstrates if the lever was depressed or not. The reported customer complaint ¿handle cracked¿ was observed on the image provided. However, without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The handle can become open if tensile force is applied in such a way that the assembled parts disengage. Additionally, advancement of the indicator window was observed, corresponding to the displacement expected when the deployment lever is depressed. The indicator window appears in the black/white and red position. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.